Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, an enterprise2 4mmx23mm no tip intracranial stent (enf402300, 8219109) was pre-deployed when opened. There was no patient injury as the device was not clinically treated. No additional information is available. One picture was attached to the complaint file, in which only the stent was shown, it was noted to be already detached from the delivery system, and no damages were noted on it; both ends were seen as completely flared. A non-sterile enterprise2 4mmx23mm no tip intracranial stent was received contained in the decontamination pouch. Pouch. The returned pouch contained only the detached stent. The stent was inspected under a microscope, and no damages were found (i.e., no kinks, no bents, or broken struts). Both distal ends can be noted completely flared. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent component being pre-deployed was confirmed based on the condition of the returned product. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was attached to the complaint file, in which only the stent was shown, it was noted to be already detached from the delivery system, and no damages were noted on it; both ends were seen as completely flared. The rest of the device cannot be evaluated. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8219109. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a stent being deployed prematurely was confirmed based on the detachment condition of the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, an enterprise2 4mmx23mm no tip intracranial stent (enf402300, 8219109) was pre-deployed when opened. There was no patient injury as the device was not clinically treated.